Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2021, during an appointment for fitting, the user reported that the hearing performance was worse than before.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
On (B)(6), 2021, during an appointment for fitting, the recipient reported that the hearing performance with the device was worse than before. The recipient has been reimplanted with a new deivce.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
On november 05, 2021, during an appointment for fitting, the user reported that the hearing performance was worse than before.